Event description:
It was reported that an ilet pump intermittently failed to respond to touch input, preventing the user from waking the screen to perform a meal announcement, and functionality resumed when the device was connected to a charger; battery level then displayed above 80 percent and insulin volume above 100 units, indicating an unresponsive user interface and potential touchscreen or power wake issue. Symptoms included no clinical symptoms reported. Outcomes included no impact reported to health, no medical intervention, and no alarms. Investigation included a review of complaint details and attempts to obtain additional information from the user. Investigation of this case revealed insufficient information to identify a reproducible failure mode or contributory factors. It was concluded that the event was not confirmed and a root cause could not be determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.